Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the allergic reaction was not completely resolved. The patient has many other health related issues. The patient stated that she has many unrelated health issues that have made her day to day life difficult. She goes to the doctors all the time for these unrelated health issues, but some of the issues are due to the exposure of metal in her body from the leads that were left inside, including the competitors products. The patient is continuing to go to her healthcare provider (hcp) office for the unrelated issues and allergic reaction. The patient said it is better, but not completely resolved. The patient said the competitor sent the leads to the manufacturer. The patient had yet to confirm when and where the leads were sent. The patient called later and stated the leads were sent to a manufacturer's lab within a few days of (B)(6) 2017. The competitor's rep did not have further information. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. In the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient had their leads and implantable neurostimulator traded for another manufacturer¿s products in 2006. Their medtronic leads were left inside, and the patient began having severe allergies in 2012. The patient had the leads removed on (B)(6) 2017, but the patient noted that something had been exposed. The end of the lead is supposed to have something on the end, but it isn't there. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having an issue with the device. After the spinal cord stimulator in may, the patient had to get two additional surgeries in september and it has been very hard to recover. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.